Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy for hyperplasia procedure on (B)(6) 2011. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2011, the patient underwent laparoscopy, lysis of adhesions, robotic hysterectomy, bilateral pelvic lymphadenectomy, and cystoscopy. The operative report indicated, extensive adhesions and exposure. The operative report also indicated the use of harmonic scalpel and cautery. The patient was discharged on (B)(6) 2011 in stable condition. On (B)(6) 2011, the patient returned to hospital after CT noted possible abscess versus enterocutaneous fistula. On (B)(6) 2011, the patient underwent exploratory laparotomy and noted extensive adhesions as well as small defect in small bowel resected with end-to-end anastomosis. Noted of areas of induration on bowel. The patient was discharged home in stable condition on (B)(6) 2011.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury during a da vinci surgical procedure.